Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections to the power supply were reseated. The system was tested and found to be working as intended, and returned to service.

Event description:
The customer reported a communication failure error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.